Event description:
It was reported that the catheter 'was split 3 inches' after implant. The hcp quickly corrected the issue. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.